Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between january 7 - 8, 2025. H11: two (2) devices were received for evaluation. During visual inspection of the returned samples, leak of tpn solution into the outer pouch was observed. Functional leak testing on the returned samples was performed and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This occurred during set up/preparation. There was no patient involvement. No additional information is available.